Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error. Reset printed circuit board (pcb) with firmware update. It was also noted that the output connector assembly was broken, an error occurred two times: main pcb was out of specification electrical, the gasket was damaged on upper case, the lower case was broken and the display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code and was unable to pass a self test. The epg was returned for repair. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.